Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in shock impedance of greater than 125 ohms. Boston scientific technical services discussed performing a max output shock test. Currently, the rv lead remains in service. No adverse patient effects were reported.